Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) caused a red alert to be declared due a high out of range shock impedance greater than 2000 ohms. The physician is aware of the situation and the patient will be monitored closely. All other measurements were confirmed to be within normal range. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.